Event description:
It was reported that the device was at eri (elective replacement indicator) faster than expected. The patient was enrolled in the (B)(4) study and the pre-onset egm storage was programmed on continuous. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion/eri was indicated. The time of rrt (recommended replacement time) in the save to disk was on (B)(6) 2012, device rrt less than or equal to 2.62 volts. The weekly battery voltage trend data shows minimum battery equal to 2.64 to 2.62 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012.